Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. An RMA was created for the return of the sensor pieces for investigation. However, at the time of closure of this complaint the sensor was never returned. An image provided by the user confirmed that the sensor was fractured, with breakage occurring at the hydrogel region. However, only part of the sensor was visible in the pictures. The hcp was able to successfully remove both the pieces of the broken sensor. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The was doing fine and further investigation was found necessary. B4. Date of this report 19 february 2025. G3. Date received by the manufacturer? 19 february 2025. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22.

Event description:
On 06 january 2025, senseonics was made aware of an incident where user's sensor broke into two pieces during removal procedure. All the pieces of the broken sensor were successfully removed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.